Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis was requested. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.